Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, a nurse called to report that the erbe generator was displaying an error message (c-00) upon startup and that the bipolar energy function was not working. Prior to contacting technical support, they attempted to resolve the issue by power cycling both the system and the generator, but the problem persisted. The caller also mentioned that they had connected a force triad generator, which they were using at the time of the call. The intuitive surgical, inc. (Isi) technical support engineer (tse) explained that the error indicated an internal fault within the generator and that a field engineer (fe) would need to investigate further. The tse suggested that they could swap the vision side cart (vsc) with another one from a different room if necessary or continue using the force triad. Since the system was not on-site, the tse was unable to review the logs. The procedure was completing as planned to use the force triad, and no information was provided about swapping the vsc between surgeries. No known impact or patient consequence was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The iesu was analyzed and found the reported erbe c-00 error was confirmed and replicated during testing, with error c-34 also observed. No visual issues were found related to the event. The unit will be returned to the original equipment manufacturer for further failure analysis and possible repair. The probable cause in this case is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation. This error can be resolved through troubleshooting or replacement of the generator. Correction: h8. Was updated to initial use of device.